Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. A contralateral approach was obtained. The 80% stenosed target lesion was located in the moderately tortuous right superficial femoral artery. Another manufacturers guide wire crossed the lesion. Pre-dilatation with this 4.0 x 100, 135cm mustang balloon catheter was performed to 10atm. Additional inflation was needed and upon the 2nd inflation, the balloon ruptured at 20atm. The procedure was continued with another 5 x 150 mustang balloon catheter, two other manufacturers 6 x 12 stents were implanted and post-dilatation with the 5 x 150 mustang was performed to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).